Event description:
Hill-rom received a report from a hill-rom tech stating the side rail would not latch, the bed was located on the (B)(6) of the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the side rail center arm assembly was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side rail center arm assembly to resolve the issue. Based on the info, no further action is required.